Manufacturer narrative:
The hillrom technician found that the side rail was broken. It was reported that the patient was leaning over the side rail when it broke. The patient caught himself with his hands on tray table, patient put feet on the floor and did not fall all the way. The technician saw the siderail was broken, but it would latch and stay up, but was pushed out. The side rail was bent. Per the hillrom user manual: applying more than 100 lb (45.5 kg) of additional outward force on a side rail while a patient is laying against it may create an unstable bed situation. Care should be taken when the patient is against the side rail and outward force is used to move the patient. Failure to do so can cause personal injury. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on november 14, 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail d-pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the total care bed¿s siderail was broken and the patient fell out of bed. Follow-up with the customer found that there was no injury to the patient. The customer stated that the patient was leaning over the siderail and the siderail broke. The patient caught himself on the bedside, put his feet on the floor and did not fall all the way. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).